Manufacturer narrative:
The reported event was lead failure. As received, a complete lead was returned in two pieces with connection portion measured 8.9cm while distal portion measured 45.9cm with the helix partially extended, stretched, and clogged blood/tissue. Visual and x-ray inspection of the lead did not find any anomalies with exception of damage consistent with that occurring at the time of the procedure. Electrical testing did not find any indication of conductor fracture or internal shorts. Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right atrial lead exhibited unspecified lead failure. The lead was explanted.